Event description:
The patient was having a routine colonoscopy. The proceduralist had a lot of difficulty getting through the sigmoid colon. This isn't that unusual, but even after he got by, he was still struggling. Then he saw some fresh bleeding, which was unusual. Then he saw tiny black fragments (which ultimately was from the scope cover fragmenting). Then he pulled back and saw a large mucosal tear. He pulled back further and saw two others. He pulled the scope out and the scope had broken apart about at 10 cm from the end exposing the metal inside the scope. Proceduralist had never seen this before, nor heard of that before. The patient was brought back to the recovery area and kept on clear liquids only. It was discussed with the patient and husband what had happened. She was observed for a few hours. X-ray was negative for perf. Proceduralist discussed with another proceduralist about a plan, and they both decided to look by a different scope to make sure that the mucosal tears weren't deeper. (If they were, then they could be clipped trying to save her a surgery.) Discussed with patient and husband, and they agreed to proceed with a second scope. The second scope showed three tears, two pretty large, but just mucosal. Completed colonoscopy without incident.